Manufacturer narrative:
The reported events were noise, loss of capture, lead dislodgement, r-wave amplitude variation, low pacing impedance and material twisted. Final analysis found a complete lead was returned in one-piece. Visual examination found the helix was retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted by applying torque to the connector pin, the full helix extension length was measured within specifications. The reported events of noise, loss of capture, r-wave amplitude variation, low pacing impedance and material twisted were not confirmed. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage found on the lead. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise, r wave amplitude variation, low pacing impedance, and loss of capture. Programming changes were made and the issues were not resolved. The physician decided to explant the lead. During the procedure, it was noted the lead was dislodged. The helix failed to retract and was bent. The lead was explanted on (B)(6) 2023 and replaced on (B)(6) 2023. The patient was in stable condition.